Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a plum set where leakage was reported during infusion of an unspecified solution. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The set was leak tested per product specifications. There was leakage from the broken clave at the upper lid of the burette. The reported complaint of leakage can be confirmed due to the broken port. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/5/2023.